Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h3- device evaluation- dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -1.00/0.5/004 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted due to excessive vault on (B)(6) 2021. This did not resolve problem. Cause of the event is reported as unknown. Reportedly, surgeon decided to explant the lens and not implant a new lens. See MFR # 2021-01009 for claim against the initial lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.